Event description:
A customer reported that during a procedure, a system message displayed and the system locked. There was no pt harm. However, the case was aborted and rescheduled.

Manufacturer narrative:
The company rep examined the system and confirmed the system message (sm) [function is not allowed when the footswitch treadle is down or buttons are pressed]. Reported. The footswitch was replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log revealed that sm "function is not allowed when the footswitch is down or button are pressed" occurred on (B)(6) 2012 at 11:58:43 am, and multiple times after that. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).